Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 100% stenosed, totally occluded target lesion was located in the calcified and highly tortuous mid to distal right coronary artery (rca). After pre-dilating the lesion with two unspecified balloons, a 12x2.5mm taxus liberte stent was successfully deployed in the distal rca. The physician wanted to deploy another stent in the distal to mid rca. The physician wanted to deploy another stent in the distal to mid rca. A 3.0x24mm taxus liberte stent delivery system (sds) was advanced, but could not cross the proximal rca. After two to four attempts were made to cross the lesion, the sds was removed from inside the pt and stent damage was noted. Additional dilatation was performed with the delivery balloon from the 12x2.5mm taxus liberte. An unspecified guide wire was advanced and two additional taxus liberte stents, 2.75x12mm and 3.0x16mm, were successfully deployed. Ivus confirmed that the stents were well apposed. No patient complications were reported. The patient's current condition is listed as "good".

Manufacturer narrative:
(B)(6). It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).